Event description:
Pt underwent closure of a persistent moderately large atrial septal defect and persistent right heart enlargement using a 15mm asd device. The procedure proceeded smoothly with no break in sterile technique; no complications; and no residual shunt. The physician stated that the pt had three bug bites on legs prior to the procedure. The pt developed a fever 24 hours following implantation of device and was ultimately admitted to the hosp and started on intravenous antibiotic therapy secondary to positive blood cultures. Initial echocardiogram did not reveal any evidence of vegetations on the device. Bacteremia with staphylococcus aureus developed two days following implantation. Persistent fever and bacteremia continued and two days later on follow-up echocardiogram study, vegetations were noted on both sides of the device. Surgical removal of the device and surgical closure of the asd was performed. The pt is making a complete recovery and is scheduled for 4-6 weeks of antibiotic treatment.